Event description:
The olympus representative reported on behalf of the customer, during the therapeutic surgery when the polyp was ligated using single use ligating device, the handle fell apart and broke. The user was temporarily unable to remove the loop from the polyp, however pliers were used to cut the sheath to remove it. The handle of the product was heavier than usual when ligating. The device was inspected before use with no abnormalities. No patient injury was reported.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, however the loop was not returned. Due to the damage of the device upon receipt, the customers allegations could not be confirmed. Evaluation findings are as follows: the device did not conform to specifications as it was damaged. The insertion was cut at the base of the control part. The controls and parts near the base of the controls were damaged and fragmented. The operating wire was pulled out of the coil sheath. The control pipe of the slider was broken. The operation pipe on the tip side had the outer sheath removed, and the two operating wires were exposed. These fractures were in the shape of ductile fractures due to bending loads. The coil sheath and fractures of the operating wire were ductile shape fractures due to mechanical loads. The operation pipe in the insertion part was disconnected and broke on the hand side, this was a ductile shape fracture due to mechanical load. There were no abnormalities such as deformation or bending in the hook, and no other abnormalities that led to the reported event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial h4. Correction to the initial h4 as the exact manufacture date of the subject device is unknown due to the part with the lot number being damaged. Therefore, only the lot number 37k (manufacture date: july 2023) was legible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event could be one of the following: mechanism 1: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Additionally, based on the similar investigation results in the past, it can be inferred that the handle was broken apart from the sheath of the device by a tool, to remove the device from an endoscope. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.